Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: all the returned parts are in used condition. There are some wear marks and scratches visible but no deviation which could have led to the complaint condition. It was reported, that when they were doing the distal locking in 240mm nail, the bolt was off the peg. A functional test of the returned items has shown that the nail was on the peg as it should. The position of the instrument is fully given. We were not able to replicate the reported problem with the returned items. The review of the device history records showed that there were no issues during the manufacturing of the products that would contribute to this complaint condition. A root cause could not be defined. A functional test of the returned items has shown that the nail was on the peg as it should. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting.(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail anti-rotation (pfna) procedure on (B)(6) 2016. During distal locking of the 240mm pfna nail, the bolt was off the peg and the drill bit struck the nail. Eventually, the surgeon was able to line up the devices and proceeded with normal locking. A twenty (20) minute surgical delay was noted. This report is 1 of 3 for (B)(4).